Event description:
It was reported that he right atrial (ra) lead fractured. The ra lead will be removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m implantable pacing lead: (B)(6) 1991. (B)(4).